Event description:
It was observed that during the device evaluation, the sonicbeat exhibited wear of the tissue pad. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include the grasping section may have been closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to wear out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.